Manufacturer narrative:
Concomitant medical products: 1888tc, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implant could not be read. No troubleshooting was specified. The remote monitor remains in use. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.